Event description:
It was reported the patient's blood glucose level rose to 360 mg/dL (20 mmol/L) while wearing the Pod between 37 and 48 hours. The Pod reportedly fell off the infusion site on the patient¿s leg while on holiday, causing the cannula to dislodge. The affected Pod was discarded. As treatment, a new Pod was applied.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria.Locked Down Smartphone: LOCKDOWNOmnipod Software App Version: 3.1.6Operating System: N5004L-AM-Q-MV01602-06-01.06Hardware: N5004LPlease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.